Event description:
It was reported that the pt was a (B)(6) male that present to the cath lab in respiratory distress, acute coronary syndrome, experiencing an acute myocardial infarction and was in cardiogenic shock. The lesion was in the right coronary artery (rca) and the decision was made to implant 2 multi-link 8 stents for treatment. The percutaneous coronary intervention was successful with a good result; however, the pt's condition deteriorated within the hour after the end of the procedure, resulting in the pt's death. No add'l info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of death, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.75 x 12 mm multi-link 8 (part 1012166-12, lot 9120461), indicated is being filed under a separate MDR#.